Manufacturer narrative:
The reported events indicated lead dislodgment and loss of capture. As received, a complete lead was returned in one-piece. Visual examination found the helix was fully extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-42861. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited loss of capture and dislodgement. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.